Event description:
The customer reported that the system displayed communication failure error messages preventing the system from booting up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was replaced. The system was tested and found to be working as intended and returned to service.